Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The maverick2 monorail balloon was being used inside of an s670 stent. The lesion being treated was a 99% stenotic lesion in a tortuous mid right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.